Manufacturer narrative:
Based on the claim against the vessel sealer extend (vse) by the customer noting the instrument not functioning properly, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vse instrument was analyzed and found to have dislodged blade. Visual inspection showed that the blade was exposed outside of the blade garage 0.276". No conductor wire damage or snake wrist damage was found. There was no bio debris found at the instrument tip. A review of the logs showed blade exposed failure. Common causes of the failure mode dislodged instrument blades are typically attributed to misuse. Jaw/knife track contamination by residual or carbonized tissue can prevent full retraction of the blade into the instrument grips after cutting. Cutting thick/hard tissue bundles larger than the instrument's indications may also lead to an exposed blade. The complaint regarding vse not functioning properly was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Failure analysis found an additional observation not reported by site that is related to the primary failure: the instrument was found to have self-test homing failures based on log review. The instrument was placed and driven on an in-house system. The instrument passed the self-test homing. The instrument moved intuitive with full range of motion in all directions. The grips opened and close properly. The instrument passed the knife slot test. No ceramic dots missing. The instrument passed the energy delivery test with various orientation of the grip tips. The instrument passed the grip force test with a valve of 7.449. The instrument passed the electrical continuity, cut, and jaw gap verification tests. The probable root cause of the exposed blade is attributed to use conditions. Jaw/knife track contamination by residual or carbonized tissue can prevent full retraction of the blade into the instrument grips after cutting. Cutting thick/hard tissue bundles larger than the instrument's indications may also lead to an exposed blade. This complaint is being reported based on the following conclusion: the vessel sealer extend instrument reportedly did not function properly, and it is unknown if there were audible beeps from the generator, indicating that the seal was complete. The generator used with the vessel sealer instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. However, it is unknown if there was a successful confirmation signal following the reported sealing cycle attempt. Per the description of the complaint, the vessel sealer may have incurred a failure mode that is known to impact sealing effectiveness. Deficiencies in sealing may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the vessel sealer extend (vse) had a sealing issue and was not functioning properly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgical task was completed by opening a new vessel sealer. The instrument was inspected prior to use and nothing ordinary was observed. The instrument was tested and did not function. The cord was checked to see if it was engaged in appropriate port and still did not work. The instrument was not used on the patient. The instrument never worked before being used on the patient. At the first event no continuous tone was heard at first use. The instrument was thought to be defective as it never functioned. The procedure was completed with another da vinci instrument.